Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05135. The pt received her scs sys on (B)(6) 2011. It was reported that the amplitude does not get past perception and auto-reduces. The pt does not feel stimulation. An sjm rep met with the pt and inferred that the issue is due to the battery being very low and not picking up the remote signal. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.